Event description:
Customer reports the IV tubing is broken at the bottom of the upper fitment where it connects to the silicone segment, causing the IV fluid to leak. There was no pt harm and med intervention was not required. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer's report of IV tubing broke was confirmed per picture received from the customer. The picture shows the upper fitment snapped apart from the lower section to the silicone segment. The root cause of IV tubing broke was not identified.